Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.

Event description:
The customer reported that during preventive maintenance, the pacing functionality on this heartstart xl was unable to be tested. There was no patient involvement.